Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00400 on 01-oct-2020. Additional information (17-dec-2020): siemens verified that annual maintenance was performed while troubleshooting the instrument. Based on the information provided and an evaluation of the service intervention performed, the cause of falsely elevated patient results is unknown. The instrument has been operational, and the customer reported no similar issue post-service visit. Section h6 was updated to reflect new adverse event problem codes. MDR 2432235-2020-00399_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that carcinoembryonic antigen (cea) quality control (qc) results were falsely elevated. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed the yearly maintenance, replaced the base pump rotating piston, probe rinsing block assembly, and decontaminated the instrument. Siemens is investigating the event. MDR 2432235-2020-00399 was filed for the same event.

Event description:
The customer informed siemens of a discordant falsely elevated carcinoembryonic antigen (cea) patient result obtained on their advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat result was lower, and the customer reported the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated cea result.